Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report of a self-test failure, analysis did confirm that the lower menu control knob was missing. It was also noted that the upper and lower cases were broken, the battery release and battery drawer were contaminated, the battery contacts were compressed and the ring cover and two side bail covers were broken.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was a self-test failure, and the menu parameter dial/knob needs repair. There was no patient involvement.